Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a pulse lead hi-pot test. The black pulse wire was open in the trunk cable insulation. The open pulse wire caused the test failure. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
Electrode belt sn (B)(4) was returned for an unrelated nonconformance. Upon receipt, the electrode belt failed the pulse lead hi-pot test. The pt was issued a replacement electrode belt.